Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial report it was reported that there was pre-op bcva from (B)(6) 2015 however, this was actually the post-op bcva from (B)(6) 2015 and should read as stated below. Right eye (od) post-op 20/20 -1.75 x -.25 x 100; left eye (os) post-op 20/20 .00 x .00 x 90. It was omitted on the initial report that patient's issue with ingrowth has been resolved as of (B)(6) 2015.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on both eyes (ou) at a one week post-operative exam. A brief description was provided that the patient developed ingrowth after a flap lift enhancement. A flap and rinse was performed. Furthermore, there was enough ingrowth that required irrigation. Surgical treatment was required in addition to the flap lift enhancement. The patient¿s visual acuity is od (near) 20/100, os (distance 20/20, ou 20/15. Pre-op: bcva from (B)(6) 2008: right eye (od) pre-op 20/15 1.25x -.25 x 110, left eye(os)pre-op 20/15 1.25 x -.50 x 105. Post-op: bcva from (B)(6) 2015: right eye (od) pre-op 20/20 -1.75 x -.25 x 100, left eye (os) pre-op 20/20 .00 x .00 x 90.